Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. During further investigation of the reported issue it was found that the expiratory channel printed circuit board, (B)(4), was defective and required replacement. No parts were returned for further investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.